Event description:
It was reported that the patient received inappropriate shocks from t-wave oversensing (twos) on the right ventricular (rv) lead. Potential clinical causes of twos and possible programming changes were discussed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).